Event description:
The customer reported that when the alarm is set to voice and tone the alarm tone will sound only. When they set the alarm to voice only mode nothing played when weight was removed from the sensor. They replaced the batteries and didn't detect any damage to the alarm case. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: evaluation of the returned product found that the alarms voice message feature does not play when set to voice, instead a clicking noise is heard. There is evidence of moisture exposure to the alarm and corrosion on the battery contacts. Note: poesy's instructions for use has a warning statement: the posey keepsafe deluxe is an electronic device. It may fall to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).